Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a drawer failed. The customer stated that there was no delay, and the malfunction did not occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user attempted recovery, but all pockets in main 2.1 were not recognized by the application. A field service engineer (fse) logged into the hardware test application and updated the firmware. After a soft boot, the issue persisted. It was noted that the enhanced half-height drawer 2.1 was off the bus. The fse opened the back panel and observed that the diagnostic light for the drawer was blinking. The fse powered off the station and replaced the damaged retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.